Event description:
It was reported that during a ptca / atherotomy / stenting treatment procedure, balloon catheter removal difficulties were encountered. The physician used a 6f medtronic extra back-up imntroducer sheath and a cordis wizdom guidewire to cross the 90% stenotic, heavily calcified lesion in the mid left anterior descending coronary artery. He was subsequently unable to cross the lesion with a 3.25 x 10 mm cutting balloon and removed it. He used an unspecified 2.0 x 15 mm balloon to successfully predilate the lesion with the 3.25 x 10 mm cutting balloon and inflated it to 15 atms for 20 seconds. After removing the cutting balloon and performing several dye injections assess the preparation of the lesion, he ascertained that he had achieved a very good poba result. He selected a liberte bare (mr) 20/3.00 mm stent delivery system and easily crossed the lesion and deployed the stent at 15 atms for 20 seconds. After a 30 second dial-down deflation, the physician maintained guide position while carefully attempting to remove the liberte balloon, but immediately encountered resistance. As he began to retract more forcefully, the guide catheter began to advance to an unspecified location. He adjusted the guide catheter position and tried to advance the balloon. This was not possible and as he had already partially removed the balloon, he continued with his attempts to remove it. He eventually succeed by applying significantly increased force. After several contrast injections the physician was satisfied with the deployment result. He subsequently postdialted the stent with a 3.5 x 10 mm quantum balloon to 18 atms for 20 seconds with very good final results. The patient outcome was reportedly as `satisfactory / good".